Event description:
It was reported that pump displayed cartridge change error because cartridge could not properly fit into pump. There was no reported impact to the customer¿s blood glucose level. Customer followed guidance from technical support referenced in related case, resolved cartridge fit issue, and successfully resumed insulin delivery.